Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information has been updated and provided in b5 section of this report. The event date information has been updated and provided in b3 section of this report.

Event description:
It was reported that the transmitter signal was not getting connected. Customer received lost sensor signal, cannot find sensor signal, possible signal interference, check connection, and sensor signal not found. Customer also mentioned that she was hospitalized on (B)(6) 2021 for high blood glucose of 437mg/dl and diabetic ketoacidosis. The customer experienced symptoms like confusion, feeling sick, headache, tired, extremity pain, nausea, dizziness, light headed and increased thirst. Customer stated that she was treated with intravenous insulin drip. Her doctor said that her basal will be increased. Customer stated that the auto mode was active at time of high blood glucose event. The device will not be returned for analysis. Please see (B)(4) for the (B)(6) 2021 incident.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level diabetic ketoacidosis on (B)(6) 2021. Customer¿s blood glucose level was 446 mg/dl at the time of call. Customer stated that they were having symptoms like confusion, feeling sick, headache, tired, extremity pain, nausea, dizziness, light headed and increased thrust. Customer stated that they were treated with intravenous insulin drip. Customer stated that they received lost sensor signal and cannot find sensor signal alerts. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer did not allege insulin pump was under delivering. The device will not be returned for analysis.